Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 20 synergy ii drug eluting stent was advanced to treat the lesion. However, upon inflating the balloon, the physician could not see the stent under fluoroscopy or intravascular ultrasound. After searching, the stent was noted to be on the stylet in the garbage. The stent had dislodged from the delivery system during preparation. The procedure was completed with a different device. No patient complications were reported.